Manufacturer narrative:
The device was disposed of post-surgery, therefore; the reported failure could not be verified and a root cause cannot be determined. A review of the manufacturing documents was unable to be performed since no lot number was provided. A two-year review of complaint history revealed no other complaints for this product family and failure mode. (B)(4). No failure mode was reported for this device by the user facility. The conmed representative was present during the case and reported that the device did no exhibit a malfunction during this procedure, therefore; a risk analysis was unable to be conducted due to lack of a failure mode of the device. The instructions for use advises the user of the following. Failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. It is the responsibility of the physician performing any procedure to determine the appropriateness if the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. The possibility of air entrainment exists under the following conditions: severe pressure applied externally to the abdomen. Severe and protracted leaking through other traditional ports in place or an open incision. Severe and prolonged suction. During the conditions described above, the displacement of the insufflation gas with air is temporary and the entrained air will be displaced with co2. Once partial entry has been accomplished, very little pressure is required to complete entry. Excessive pressure may cause injury to intra-abdominal or intra-thoracic structures. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that post robotic assisted hiatal hernia surgery with the use of asm-evac, with a set pressure of 15 mmhg and approximately 30 minutes at 10 mmhg, the patient suffered from bi-lateral pneumothorax. This led to a 2-day prolonged hospital stay and supplemental oxygen therapy. Upon gathering additional information from the surgeon, the patient was discharge home and the pneumothorax was resolved in 2 weeks. This report is raised on the basis of a reported patient injury.